Manufacturer narrative:
H10: the customer reported that the user interface (ui) printed circuit board assembly (pcba) was replaced, but the issue was not resolved. The customer contacted the technical support department, and onsite service was requested.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips remote service engineer (rse) noted that the customer reported that the touchscreen would not calibrate. The rse provided the part ID for v60 touchscreen. During follow up with the customer, it was reported that the touchscreen was replaced, but the issue was not resolved. Further assistance is required for this issue.

Manufacturer narrative:
H10: the service engineer (se) reported that the user interface (ui) to power management (pm) printed circuit board assembly (pcba) cable, and liquid crystal display (lcd) cable were replaced; it was then reported that the touchscreen was still not responding. The se performed additional troubleshooting and determined that the central processing unit (cpu) required replacement. The part was ordered and is pending repair.

Manufacturer narrative:
H10: the service engineer (se) replaced the faulty central processing unit (cpu) printed circuit board assembly (pcba). It was reported that the device was tested (electrical safety, alarms, power fail), and passed all requirements. The device was returned to service.

Manufacturer narrative:
The suspected central processing unit (cpu) printed circuit assembly (pca) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "tech verified an oxygen related alarm due to the setting on the unit at the time of product investigation lab (pil) operation. The settings were at 40% oxygen with no oxygen available and the reason for the alarm. The alarm was correct and properly being generated. The alarm could not be rectified due to a locked up display. The pil tech could not correct the settings on the unit. The pil tech verified that the touch screen portion of the display was locked up and the touch screen was not responsive, the reason for the locked up display was due to a faulty direct current (dc) coupled filter capacitor (c102) which is on the circuit of the cpu that supports touch screen operation. The c102 is leaky and faulty showing a low resistance to ground. This is leading to a 1.7vdc (volts direct current) that is under the required voltage that ensures a good sound touch screen operation.

Manufacturer narrative:
H10: the customer contacted philips and requested a replacement user interface (ui) printed circuit board assembly (pcba) due to touchscreen replacement not resolving the issue. An order was created to ship the customer a ui pcba.